Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using u-500 insulin and reusing the infusion set. Tandem technical support educated the customer regarding on label insulin use and not reusing the infusion set. There was no adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue.